Event description:
Philips received a report that the customer reported that some head scans performed on pts displayed artifacts on the images that mimic frontal lobe strokes. Some pts required additional diagnostic studies to be performed (MRI) to rule out a stroke. There was no report of mistreatment of a pt, but there is a potential for misinterpretation and/or mistreatment of a pt.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).